Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospital due to high blood glucose level on unknown date. Customer¿s blood glucose level was 583 mg/dl. Customer reported that the insulin pump was off for long time. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. As per document auto mode was not applicable. The insulin pump will not be returned for analysis.